Manufacturer narrative:
Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis with a microscope identified a distal circumferential fracture at the glass cap and it exhibited devitrification at the output window, also, the metal cap exhibited moderate detritus adhesion on its surface. Analysis with a hene (helium-neon) laser fixture was performed, and there were no signs of fracture on the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test, also, the control knob was attached and aligned with fiber and can rotate the fiber. Analysis determined that the rate of forward firing was below the threshold for potential patient harm. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that, during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the laser fiber started forward firing at 200,000 j of use. Another fiber was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during a bph procedure, the laser fiber started forward firing at 200,000 joules of use. Another fiber had to be used in order to complete the procedure. There were no patient complications reported.